Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2015. Explant date: (B)(6) 2015.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.